Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee arthroplasty was revised due to instability due to loosening.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog # 621201230, natural knee stemmed tibial component, lot # 62881661. Catalog # 00542802309, natural knee flex articular surface, lot # 62470280. Catalog # 00541800001, natural knee flex patella, lot # 63011525. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, swelling, and pressure in the tibial area. He is also unable to straighten his leg.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Operative notes from the primary surgery state that the patient underwent right total knee arthroplasty due to osteoarthritis. The notes state that both the anterior and posterior cruciate ligaments were excised. It was noted that the tibial component was implanted with two 6.5mm bone screws and the femoral component was implanted with a press-fit technique. The primary notes did not make any statements about the patient¿s bone quality at the time of the initial procedure. No complications were noted. Operative notes from the revision surgery state that the patient was revised due to instability with nonbonding of the knee components and subsequent loosening. The revision notes state that the patient¿s bone was noted to be significantly osteoporotic and there was minimal adherence of the femoral and tibial components. The patella was noted to be well fixed and was not revised. Device history records were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.